Manufacturer narrative:
Investigation is in process but not yet complete. A follow-up report will be filed upon completion. Device not returned to manufacturer.

Event description:
It was reported that the patient underwent initial single level 5-1 posterior lateral fusion without interbody procedure utilizing the s-lok pedicle screw system on an unknown date. Approximately 6 months post-operative it was identified that two of the screws had broken. Revision procedure was performed on (B)(6) 2015 to address the broken screws located in the s-1 sacral.

Manufacturer narrative:
Engineering review of radiographs and information provided noted that the screws appear to have broken approximately .50" to .60" below the sphere. The cause for this cannot be determined. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on january 21, 2014 with no deviation or anomalies. A four-year complaint history review did not find any previous reports for this lot. This is a known risk of this procedure. The associated instructions for use (IFU) lbl-004-IFU surelok pedicle screw system states under potential adverse effects, "7. Device component fracture" and under warnings, "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury". This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00083 / 00084).